Event description:
The company was informed that the patient experienced poor performance with his device. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.